Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the earlier symptoms were attributed to uti. Surgery would be scheduled. No further information was provided.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial# (B)(6); implanted: (B)(6) 2015; explanted: (B)(6) 2021; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a healthcare provider (hcp) via a company representative who reported that a catheter kink was suspected. The patient was taken to surgery on the date of the report. The cap (catheter access port) was aspirated. During the procedure, the catheter was trimmed, and a shorter new pump segment of catheter was added. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that excess catheter was coiled underneath the pump. At the time of this reporter, the pump was noted to be delivering lioresal (500 mcg/ml at 169.93 mcg/day).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml at 278 mcg/day via an implanted pump for intractable spasticity. It was reported the rep was at the doctor¿s office. It was noted this was the first refill post-pump replacement. They were expecting 4.9 mls and got back 40 mls. It was reported there were no issues in the pump logs and tech reviews this was likely a catheter issue. The rep knew the surgeon aspirates from the catheter access port (cap) at the last stage of implant/revision. Reviewed catheter connector design and reviewed to consider trying to aspirate from the cap. It was noted the patient had symptoms in july/august of 2021, but they attributed it to frequent urinary tract infection (utis) that the patient has.